Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that during the procedure, the surgeon was hammering a bone tamp and the wooden handle splintered in multiple pieces, into patient¿s open wound and onto the operating room floor. The surgeon removed the tamp from the operating room sterile field and irrigated the patient¿s wound with bacitracin and saline. The splintered pieces and the irrigation fluid were suctioned from the open surgical wound. No fragments remained. The tamp was taken to the surgical manager. There was a two minute time delay. This report is 1 of 1 for complaint (B)(4).